Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported that the pump was not delivering any basal, only bolus. Customer also had other critical pump error. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. It is unknown whether the customer will continue or discontinue to use the device and mmt-1886 will be returned for failure analysis.

Manufacturer narrative:
No critical pump error (open book image) alarm noted during boot up. No insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Thump software was utilized and uploaded trace/history files properly. During download history review no relevant alarms confirm in download history files to confirm complain code. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Unit may have had an intermittent failure not detected during our testing. The sc1 cap locks properly into the reservoir compartment. Force sensor zero offset within specification 22 mv. The following were noted during visual inspection: scratched case. No delivery alarm and critical pump error (open book image) were not confirmed during testing. Unit was tested successfully. No pump error or insulin flow blocked alarms were found in the history files. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.